Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results and conclusion - pt's severely calcified vessels and operational context contributed to the event. Conclusion - the device was discarded by the hospital.

Event description:
Pt presented with severely calcified iliac vessels bilaterally. Prior to introduction of the bifurcated device, 10x4 balloon and 20-24fr dilators were used. The first attempt was on the ipsilateral side, the bifurcated device would not advance past the aortic bifurcation. Upon removal, the iliac vessel was torn. A retroperitoneal cutdown was performed and a patch was placed to repair the damage. The physician decided to go up the contralateral side, again, used 10x4 balloon and 20-24fr dilators. A new device was opened, encountered same difficulty advancing past the aortic bifurcation due to calcification. During manipulation of the delivery system, the contralateral iliac vessel was torn. The physician tried several things to control the bleeding, including surgifoam. The decision was made to clamp the iliac vessel and continue with deployment. Despite difficulty, the physician was able to deploy the bifurcated stent graft, as well as a proximal cuff, both delivery systems were difficult to remove. The ipsilateral side was closed. While closing the contralateral side, there was still some difficulty controlling the bleeding. At this point, the pt had lost a lot of blood, and it was noted on fluoro that the distal end of the bifurcated limb on the contralateral side was sticking through the iliac vessel. An competitor limb extension was placed, the contralateral side was closed. The pt was sent to the ICU for recovery, expired the next morning. Awaiting additional info from facility. Follow-up report to be submitted upon receipt.